Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found residues on the device indicating use and handling. The tip of the basket was intact and the basket was retracted. The sheath was noted to be buckled at the proximal end near the handle. Further investigation found that the side car-rx presents pushback out of specification. The unit was tested inside and outside the scope and the basket would not open due to the sheath being buckled. Most likely, manipulation of the device and interaction with the scope or other devices contributed to the side car-rx pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-04075 for the first trapezoid rx basket and manufacturer report# 3005099803-2016-04076 for the second trapezoid rx basket. It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a procedure of endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2016. According to the complainant, during the procedure, the basket cage did not open inside the patient. The basket was removed and another trapezoid¿ rx basket was inserted which also did not open. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.